Event description:
Clinician performing spaceoar placement was previously trained and was certified on (B)(6) 2015 by augmenix distributor. Prior to this event the clinician had successfully completed seven space oar procedures without incident. (B)(6) 2015: clinician alleged that during hydrodissection he noticed that the space created was less than norman and that the space collapsed quickly. He then aspirated quickly with the saline syringe and no blood was drawn back. While injecting spaceoar hydrogel, clinician alleged that little or no space was created. Clinician stated that he could not clearly see the hydrogel accumulating in the perirectal space on ultrasound. Following injection the clinician surveyed the perirectal space with ultrasound and no gel was observed. Later that day patient received t2 MRI, the clinician alleged that the gel could be seen casting out a vein starting ain the perrectal space and coursing up to the common iliac vein. Proximally the hydrogel appeared to cast out the entire vessel, while distally a smaller strand of gel was observed within the artery. That same day a CT pulmonary angiogram was ordered which came back negative for pulmonary embolism. Clinician mentioned that the needle tip may have moved slightly between saline syringe detachment and spaceoar injection, allowing the needle and therefore the hydrogel to enter a vessel. Clinician used the required trus probe and stepper. The patient has remained asymptomatic out through (B)(6) (last physician communication). The opinion of a vascular surgeon consulted by dr. (B)(6) was that obstructing that vein should not be problematic due to collateral flow. The surgeon also believed that the gel would be walled off into the vessel wall preventing the gel from embolizing. Patient was prescribed a low dose anticoagulant to reduce the potential risk of thrombus embolism as the gel absorbs. Patient received radiation treatment as planned. Finished product device history record and lot release data were reviewed adn found acceptable to final product specifications.

Manufacturer narrative:
Phone call on (B)(6) 2015 with (B)(6), consultant us medical advisor. The patient is doing well and continues to be asymptomatic. Per latest communication with dr. (B)(6) on (B)(6), the patient continues to be asymptomatic. Physician prescribed low dose clexane 40mg sc daily prophylaxis against venous thrombosis. With over 3300 spaceoar system device distributed worldwide, this is first occurrence of intravascular injection reported to augmenix. Potential causes of this event include needle tip movement into a vein after aspiration and before hydrogel, injection, or aberrant anatomy.